Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that prior to insertion of the second screw it was noticed the product had expired. Upon review of the expiration date of the first screw, it was found that this screw had also expired. The screw was removed. A replacement kit was brought in from another hospital. This delay required that the patient be under additional anesthesia. No additional patient complications were reported.